Manufacturer narrative:
(B) (4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: resistance / unable to remove catheter. Adverse event: portion of the catheter remains in patient, coronary artery bypass graft surgery. Onset of adverse event: during the procedure. It was reported that during a left anterior descending (lad) artery interventional procedure, in a 12 mm heavily calcified, tight lesion, the tornus specialty catheter met resistance advancing through the lesion. The physician attempted to turn the device to remove it, but it could not be removed. It was noted under fluoroscopy that the catheter was twisted and folded on itself in the aorta. The patient was taken to surgery for device removal. While in surgery, the catheter was cut and approximately 20-30 mm of the distal end was left in the lad. A coronary artery bypass graft was done bypassing the segment of the lad that was blocked with the catheter. One day post-procedure, the patient remains in stable condition. Although requested, there was no additional information provided.